Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 87 09sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
The patient developed a pseudomeningocele at her spine. They had drained it multiple times; applied pressure dressings; and performed a blood patch. On the date of this report, the patient was brought into surgery to explore the spinal site. About 50 cc of yellow tinted clear fluid escaped from the incision and was cultured. Careful dissection was performed and the physician identified slow seepage around the insertion point into the spine. After releasing sutures at anchor eyes, the surgeon carefully advanced the catheter and over sewed fascia after anchoring. She then cut the catheter and attempted to aspirate. After several attempts, she was unable to aspirate and no spontaneous backflow of csf (cerebrospinal fluid) was noted. Contrast medium was utilized for a catheter study and images were sent to radiology for the reading radiologist to determine if the catheter was epidural. When attempting to reinsert the catheter, a significant amount of bloody fluid was noted at the time of the lumbar puncture. The physician decided at that time to abort the catheter replacement attempt. The pump segment of the catheter was tied off and left in place with the pump being placed at minimum rate. The patient was in the ICU (intensive care unit) on oral baclofen being managed by a pediatric neurologist. The plan was to replace the catheter in 4-6 weeks. The device system was delivering lioresal. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient experienced swelling to back - pseudomeningocele which was persistent. The location of the issue was the distal catheter segment which was identified via intraop fluoroscopy. The catheter had backed out, plugging the hole. The hcp attempted to reposition the catheter without success and attempted to place a new catheter without success due to sac being collapsed from csf leaking. The patient's family had elected not to have the baclofen pump replaced and wanted to continue on oral baclofen only. The pump and catheter were explanted (B)(6) 2014. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).